Event description:
Boston scientific received information that this device was explanted due to a depleted battery. Based on the duration of implant, the physician alleged the battery depleted at an accelerated rate. The explanted device is intended to be returned for a post-market analysis and replacement was reported without incident with another boston scientific device.

Manufacturer narrative:
(B)(4). Following return and completion of laboratory analysis, this event will be further updated.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. A review of the memory verified that the battery status was 'good' and magnet rate 90 ppm, at the time of explant. A magnet rate of 90 ppm indicates a device with 1 year remaining or less. Using the implant and explant of this unit, the lifetime longevity was calculated at 82%, with an allowance of 75%. The longevity calculation during analysis, confirmed this device met longevity specifications based on programmed parameters.